Event description:
A consigned reamer was found to have a used k-wire which was wedged in the cannulation. Item was not used on pt. A second kit had to be opened and be used and as a result a different system (competitor's) was used on the second pt. There was about a 10 minute delay as a result and no medical intervention.

Manufacturer narrative:
The reported issue was not confirmed. Evaluation revealed that the reported issue occurred due to a misuse by the hospital and the distribution location. The case is not manufacturer related. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions by the manufacturer in place.